Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had radiation therapy. A remote monitoring transmission performed after therapy indicated that the device had a possible soft reset as invalid data was noted on rate histograms. The device remains in use. No patient complications have been reported as a result of this event.